Event description:
Matsumi et al 2023 - successful removal of a proximally migrated pancreatic stent using a novel device delivery system. We removed the bile duct stone by performing endoscopic sphincterotomy; however, black stools were observed 2 days after the procedure. Emergency endoscopy revealed an exposed blood vessel in the papilla of vater. We planned to perform hemostasis by injecting hypertonic saline and epinephrine after stenting both the bile and pancreatic ducts; however, the pancreatic stent (geenen, 5 fr, 3 cm; cook medical japan) migrated during the procedure. We were unable to remove the migrated pancreatic stent despite attempts with several different devices, including a dilation balloon, stone removal balloon, and basket catheter, with the stent finally ending up in the tail of the pancreatic duct (pd)(fig. 1 a). We therefore replaced the additional pancreatic stent, and the procedure was terminated once hemostasis had been achieved. Cessation of the bleeding was confirmed 2 days later, when we also attempted to remove the migrated pancreatic stent. This file will capture the off-label usage of pancreatic stent (no obstruction in the pancreatic duct) which also led to the stent migration during the procedure. No adverse effects reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-dec-2023.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all gepd-5-3 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0055), which accompanies this device states, "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The use of a device outside its intended use is highly prohibited as the effects of such use cannot be determined. From the information reported in the paper, there was no obstruction in the pancreatic duct and the device was used outside its intended use. Medical advisor input confirmed that the migration that occurred was related to the off-label use of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, there was off-label use of the gepd-5-3 device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The use of a device outside its intended use is highly prohibited as the effects of such use cannot be determined. From the information reported in the paper, there was no obstruction in the pancreatic duct and the device was used outside its intended use. Medical advisor input confirmed that the migration that occurred was related to the off-label use of the device.